Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ plus had "foreign material(red color) on the angio catheter tip." Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: our quality engineer inspected the returned unit and confirmed the reported observation of red foreign matter. 3 photos were returned for investigation. Red fm was observed in the returned photos. 1 actual sample in opened packaging was returned for investigation. The actual sample was subjected to visual inspection. Solid, red fm was observed on the cannula of the returned sample. The solid, red fm was subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrum of the solid, red fm had no exact match but indicates few similar peaks with polyester resin and glycol ether compounds. The substance was concluded to be similar to polyester resin and glycol. However, an exact identification of the foreign matter was not determined. The probable root cause of the red fm could not be determined as there was no good match available from the library during the ftir analysis. A device history record review was also performed and showed no non-conformances associated with this issue during the production of this batch. The complaint history review yielded no complaints of this type. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants additional action, resources will be assigned at that time. Job aid for housekeeping standard in insyte assembly and packaging process had been established. In addition, machine cleaning is conducted every week during preventive maintenance. A communication will be conducted to all manufacturing associates on proper gmp, machine cleaning and housekeeping procedures.